Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and had blank display. The customer¿s blood glucose level was 98 mg/dl. Customer reported that they changed the battery four time. Customer reported that the display did not returned after restart. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.